Manufacturer narrative:
Device is a combination product. H6: device codes - added 2923, device dislodged or dislocated. Device evaluated by MFR.: a stent was returned for analysis which had been damaged and separated from the stent delivery system. Only a stent was returned, the stent delivery system was not returned.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified main artery. A 3.00x20mm promus element plus drug-eluting stent was advanced for treatment. However, the stent struts were lifted up. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that the stent dislodged outside the patient.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified main artery. A 3.00x20mm promus element plus drug-eluting stent was advanced for treatment. However, the stent struts were lifted up. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable.